Manufacturer narrative:
G4: 28feb2020. B4: (B)(6)2020. H11: b5: problem statement: the customer reported blower temperature alarms and an inoperable ventilator. H10: although requested, the patient's information was not provided. It could not be confirmed if the patient required medical intervention as a result of this event. The customer reported that the blower temperature errors have not recurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05feb2020.

Event description:
The customer reported blower temperature alarms. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support troubleshot with the customer and the occurrence of diagnostic codes related to high compressor and blower temperature were confirmed in the diagnostic report. The customer reported that the problem was likely due to something being draped over the ventilator and blocking the air inlet, causing the blower motor to overheat, as the unit has been running for over 20 hours without errors.